Event description:
Report received of no audible alarm. The pump was infusing an unspecified solution at an unspecified rate. The home care patient noticed that the pump was not sounding an audible tone and notified the home health agency. Therapy was continued using a replacement device. There were no reported adverse patient effects. Though requested, no additional information was provided.